Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the emergency room due to diaphragmatic stimulation. Testing found the lv lost capture at maximum outputs. A chest x-ray was performed which revealed the lead had dislodged. The patient experienced stimulation when the lead would pace. An invasive procedure was performed to reposition the lead. The lead was removed and when attempts to flush the lead were made a bubble was noted under the insulation near the electrode tip. The lead was not repositioned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the insulation was loose and had been stretched 823-828 centimeters (cm) from the terminal pin. The lead tip and tines were impacted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout the resistance tests were within normal limits. The lead did not pass the pressure test due to a bulge in the insulation 823-828 cm from the terminal pin. Laboratory testing was unable to reproduce the reported dislodgement. Laboratory analysis did confirm the bubble observed while attempting to flush the lead.